Event description:
Procedure: excision of basal cell carcinoma. According to the plaintiff's summons and complaint: "during the administration of anesthesiology during performance of an excision of basal cell carcinoma of the plaintiff's right nose.. Said defendant allowed a "flash fire" to occur which burned the plaintiff's face... As a consequence (the plaintiff) was caused to be injured... Resulted in burns to plaintiff's face and nasal cavity."